Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the trocar was inserted during a laparoscopy-assisted distal gastrectomy, they found out that the obturator was defective. The surgeon changed the device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: the obturator shaft was loose. The circular seal was cut. The device was received with the obturator inserted into the cannula. Prolonged insertion can cause the envelope seal to become stretched. The envelope seal was badly stretched out. The trocar and cannula appeared intact. A functional evaluation found that the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the loose obturator shaft and cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of sharp contact that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.